Event description:
In 08 - rptr found a bed in storage. He plugged the bed into ac power and found the bed had no functions. He alleged he saw smoke coming from the base of the bed. No incident or injury reported with this issue. On the following month, bed produced smoke from bridge rectifier transformer wires. Reporter stated that he found that the bridge rectifier was cracked and arcing against the hydraulic block. Reporter replaced the bridge rectifier, and the transformer. Reporter discarded the bridge rectifier and transformer.